Manufacturer narrative:
This adverse event is deemed serious because a surgical procedure was performed to remove a remnant of a foley balloon after the balloon reportedly ruptured inside the patient. From a clinical perspective, a causal relationship between the balloon rupture, the remnant remaining in the patient and the surgery is deemed possibly related. No follow-up info has been received about retrieval of the balloon remnant or the condition of the patient. Requests for more info have been sent to reporter of this event but unsuccessful. (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: ¿customer¿s complaint no: (B)(4). Description of complaint: balloon burst and doctor took out the foley catheter. One chip on the balloon was missing. After checking, doctor found chip still in patient. So they performed an operation to take it out. Not known how long the product was used.